Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported slda associated with the clip detaching from the posterior leaflet appears to be due to a combination of patient conditions (la size and orientation and leaflet integrity) and challenging imaging. Image resolution poor is related to patient and procedural conditions as imaging was reported to be extremely difficult due to la size and orientation. Mitral valve insufficiency/ regurgitation (mr) resulting in dyspnea appears to be due to the slda. Dyspnea and mitral regurgitation are known possible complications associated with mitraclip procedures. Medication required was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2023, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+, a dilated left atrium, a dilated right atrium, and bi-leaflet prolapse. One xtw clip was implanted, reducing mr to a grade of 2. It was noted imaging was difficult throughout the procedure. On (B)(6) 2023, echocardiography showed the implanted clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to return to a grade of 4+. On (B)(6) 2023, the patient returned to the hospital for a follow up with a symptom of shortness of breath. On (B)(6) 2023, an additional mitraclip procedure was planned. However, due to the leaflet integrity and difficult imaging, the physician decided to treat the patient by administration of medication. No additional information was provided.